Event description:
It was reported that during a ptca procedure, the pt2 moderate support guide wire fractured. The patient was undergoing heart catheterization for angina. An atw guide wire was used to cross the left circumflex stenosis. Wire position was lost, and during rewriting of the artery, an episode of type c dissection to the mid-left circumflex artery was noted proximal to the lesion. Following two unsuccessful attempts to cross the lesion with different guide wires, the pt2 moderate support guide wire fractured in the balloon. The physician was able to snare the fractured wire. Balloon intervention was used and the lesion was successfully stented with a drug eluting stent. Patient was discharged the following day.